Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. After device analysis, the following were observed: the distance from the distal end of the transducer housing to the tip of the catheter was within specification; the catheter was able to properly pull back manually and automatically and a good square image appeared in the system and the product performed within specification. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same cases as: 2134265-2014-05344 and 2134265-2014-05343. It was reported that an automatic pullback failure occurred. During a percutaneous coronary intervention (pci) procedure, an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter device in order to visualize the unknown target lesion. After the catheter was inserted and was able to cross lesion, the physician then attempted to perform automatic pullback however, the telescope of the imaging catheter encountered resistance, thus, an automatic pullback failure occurred. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
Same cases as: 2134265-2014-05344 and 2134265-2014-05343. It was reported that an automatic pullback failure occurred. During a percutaneous coronary intervention (pci) procedure, an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter device in order to visualize the unknown target lesion. After the catheter was inserted and was able to cross lesion, the physician then attempted to perform automatic pullback however, the telescope of the imaging catheter encountered resistance, thus, an automatic pullback failure occurred. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).